Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer stated that a gap was found in the catheter, little bleeding was detected during the first dialysis treatment after implementation. The catheter was pulled and replaced. The pt was involved without injury.

Manufacturer narrative:
Submit date: 06/03/2013. An investigation is currently underway. Upon completion, the results will be forwarded.